Event description:
Operating room personnel report problem has been ongoing over the last 6-8 weeks, sizes 6.5, 7.0, 7.5 and 8.0 and multiple lot numbers.

Manufacturer narrative:
Water leak was performed on returned and retained samples. Results were within the specification requirements. No defects were found.